Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure in the bile duct of a male patient (patient age, sex, and weight are unknown). During the procedure, as the delivery system was advanced over the guidewire the guide catheter became kinked at the exchange port. The device was removed and the procedure was cancelled as the physician lost guidewire position (guidewire device and manufacture name are unknown). The physician did not reschedule the procedure. This event has been deemed a reportable event based on the investigation results; distal tip of guide catheter cracked/split.

Manufacturer narrative:
A visual evaluation of the returned device revealed the proximal end of the push catheter was kinked/bent near the handle. The distal tip of the push catheter was cracked/split. The ramp window was damaged. The pullwire at the ramp window was kinked/bent and slightly pushed out / dislodged from the ramp window. The handle could not be retracted smoothly due to the kinked/bent pull wire and damaged ramp window. There were no damages observed on the guide catheter. The stent assembly was not returned by the customer for evaluation. A functional evaluation could not be conducted due to the damages on the device. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.